Event description:
It has been reported that the data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to infection: it was reported that a patient underwent revision (hip, right) due to infection, 2 months after implantation. The cup, the head and the stem were removed.

Manufacturer narrative:
(B)(4). D11 - list of associated devices: aura ii hip ha coated right size 6, reference p0126h06, batch 0000171105, handle in medwatch 3006946279-2020-00069-1. Tm acetabular cup 0 deg 28x 56, reference 00-7255-056-28, batch 56471365. This follow-up report is being submitted to relay additional information. No x-ray provided, no surgical notes. Product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate could not be performed as this document was not available. The instruction for use has been reviewed and it was found that the cup and the head used with the stem are not compatible. A complaint extract was done regarding revision due to infection: 1 complaint (1 product), this one included, has been recorded on stainless steel femoral head d28 12-14, reference p0201m28, from january 01, 2017 to september 30, 2020. 1 complaint (1 product), this one included, has been recorded on stainless steel femoral head d28 12-14, reference p0201m28, batch 0000240146. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the data from (B)(6): review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to infection: it was reported that a patient underwent revision (hip, right) due to infection, 2 months after implantation. The cup, the head and the stem were removed.